Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Date of onset for the postoperative infection is unknown. This report is for an unknown quantity of unknown 3.5mm locking screws. A partial part number was provided as 02.127.1xx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Unknown, as specific part and lot numbers for the complainant screw(s) were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that there is a 1-cm diameter wound dehiscence in the area of the medial malleolus. A screw head is visible in that area with distinct putrid secretion. The whole lower leg is puffy, swollen, and inflamed. X-rays show that all of the screws are broken at their distal ends and that the plate has loosened. There is an increasing valgus positioning of the fracture itself. The crp is distinctly elevated at 2.9. During the revision procedure, three (3) cortex screws were located and removed without major difficulties. The wound was extended in the area of the medial malleolus, so that the broken screw heads could be unscrewed from the plate. The plate was then removed without any major difficulties. Thorough irrigation of the plate bed then occurred. The screws that had broken at this level were also removed without major difficulty. One (1) screw that had broken off more deeply had to be drilled (under image intensifier control) in order for it to be removed. The cortical bone in this area was distinctly softened by the infection. A total of eight (8) screws were reported as broken. At this time, confirmation of how many were the 2.7mm va locking screws and how many were 3.5mm va locking screws cannot be made.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a variable angle ¿ locking compression plate (va-lcp) and 2.7mm locking screws were explanted on (B)(6) 2015. The locking screws reportedly broke distally sometime after the initial implant procedure on (B)(6) 2014. During the explant procedure, it was discovered that the fracture was infected. A third operating room (or) visit may be scheduled with ring ex. Fixation. This report is for an unknown quantity of unknown 3.5mm locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation of the complained and received back implants has shown, that the article 02.118.009, is in a good condition, but with scratches on the surface. 02.127.1xx and 02.211.0xx, are in a good condition, but with some damage on the head thread. One of the va locking screw 2.7mm we received in broken condition. Our investigation about the x-ray has shown that at least 8 screws got broken as described, but we have received just one screw for investigation. Based on this, we are not able to determine the exact reason for this reported problem, but it is likely that an overloading situation, as too much and/or too early weight bearing or strong body / bone movement from the patient led to these breakages of the screws. The manufacturing records were reviewed the implant was manufactured in april 2014, produced to specification and met all release criteria. Based on the missing article and lot numbers, of the screws, a review of the device history records are not possible. No product fault could be detected. No design related root cause can be identified on the returned device 02.118.009s. Root cause could not be defined due to unknown article / lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that per the review of the provided x-rays, all of the broken screws look like they may be the same diameter - but it is not possible to confirm that from the images provided. Eight screws were broken. It is unknown if the broken screws were 2.7 mm or 3.5 mm diameter.